Event description:
It was reported contact 0 and 1 were non-functional and had an open circuit. Stimulation was with contact 1 and 2. No intervention or outcome was noted, if additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).